Event description:
A distributor contacted heartsine to report that a pad-pak could not be inserted into a device because the guide pin was bent. Failure to connect a pad-pak with the device may prevent or delay defibrillation therapy, which could result in an adverse event. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the returned pad-pak could not be installed in a retained device. This was attributed to a damaged locator pin on the patient terminal side of the returned pad-pak, which had impeded the insertion of the pad-pak within the device and resulted in the device not powering on. The investigation was unable to determine how or when the damage to the locator pin occurred. There were no other physical defects with the pad-pak plastics or with the device that would have resulted in this damage. It is possible that the damage may have been caused during incorrect installation of the pad-pak. Alternatively, the damage may have been caused during the manufacturing process. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a pad-pak could not be inserted into a device because the guide pin was bent. Failure to connect a pad-pak with the device may prevent or delay defibrillation therapy, which could result in an adverse event. There was no patient involvement reported with the event.